Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, the end of a sl-plus/sbg/ipa mia offset adapter 40mm broke off while the surgeon was broaching the femur. No parts fell into the wound. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
It was reported that, during a total hip replacement surgery, the end of a sl-plus/sbg/ipa mia offset adapter 40mm broke off while the surgeon was broaching the femur. No parts fell into the wound. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem. The complaint device intended for use in treatment was returned for investigation. A visual evaluation of the device/devices was conducted, and it was concluded that the clutch is fractured. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 2 additional similar complaints for the same product number over the past 12 months with similar failure mode. Previous investigations revealed that under specific circumstances, the clutch of the device may fracture while hitting. The root cause is attributed to a design issue. A new design of the device has been released in order to reduce the reoccurrence of this issue. This version of the device will be monitored for similar issues. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.